Manufacturer narrative:
Evaluation summary: cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) had a scratch. The doctor feels 'it was the cartridge' that caused the scratch. Additional information was requested.

Manufacturer narrative:
A total of twelve (12) cartridges (eleven unopened and one used) were returned. The used cartridge has only a small amount of viscoelastic observed. The tip has heavy stress lines with some beginning prior to the parting line. The posterior of the cartridge has a small aneurysm located at the tip exit. The cartridge shows evidence of being placed into a handpiece. The used cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A sample of the unopened cartridges was observed and evaluated. There was no damage observed. Another unopened cartridge sample was opened and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The associated lens identification sticker was applied to the used opened pouch. Cartridge product history records were reviewed documentation indicated the product met release criteria. The associated non-qualified lens model was not returned for an evaluation. A photo was provided and reviewed. It cannot be conclusively determined if scratch damage was present on the lens. The intraocular lens (iol) product history records were reviewed documentation indicated the product met release criteria. The handpiece and viscoelastic are unknown. The used cartridge and unopened samples were returned and evaluated. The iol was not returned. A photo was provided which displayed linear shadow areas. It cannot be determined from the quality of the photo if these areas are scratch damage or photo anomalies. The root cause of the reported event may be related to a failure to follow the directions for use (dfu). The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. Samples of the unopened cartridge were evaluated with no damage observed. A functional lens delivery was conducted per the dfu. There was no lens damage or cartridge damage observed. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).